Event description:
It was reported to boston scientific via an article published in the journal of endourology that a prospective study was conducted in order to analyze the long-term efficacy and safety of holmium laser enucleation of the prostate (holep) for benign prostatic hyperplasia. The study took place at the authors institution between 2013 and 2015, with a total of 127 patients operated by three surgeons. A 100 w holmium laser versapulse with a 550 mcm laser fiber slimline were used along with a lumenis versacut morcellator. Patients were observed for 5 years postoperatively. Patient complications include stress incontinence, injury to the bladder wall, injury of ureteral orifice, hyperthermia, hematuria resulting in clot retention, acute urinary retention, tamponade of the bladder with blood clots requiring cystoscopy with vessel coagulation, delayed morcellation due to intraoperative hemorrhage and poor vision, urethral strictures and cicatricial deformity, and bladder neck sclerosis. Four patients underwent repeated surgery. No further patient complications were reported.

Manufacturer narrative:
B3. Date of event: exact event date is unknown. Used the time of the study. Citation: dmitry, e., mark, e., andrey, m., nirmish, s., svetlana, g., alexander, t., roman, s., juan, g.r., ekaterina, l., magomed, a., vasiliy, m., petr, g. (2020). Long-term outcomes of holmium laser enucleation of the prostate: a 5-year single-center experience. Journal of endourology, volume 34 (10), pages 1055-1063.